Manufacturer narrative:
Qn#20020619. The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges, "after placing the tube into the patient the balloon deinflated". Alleged malfunction reported during use. No report of harm or injury to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuffs were then inflated to 25mbar and it was found that the clear cuff would not stay inflated. There were no problems found with the blue cuff. The sample was then immersed in water with the cuffs inflated and it was observed that there were bubbles coming from the clear cuff. The area of leakage was identified and upon closer inspection it was found that there was a cut mark on the cuff. It was reported that the defect was detected during use; therefore, it is likely that the defect was caused during the handling of the device, although this could not be confirmed. A 100% water leak test is performed at the manufacturing facility; thus , any defects would be detected prior to release.

Event description:
Customer complaint alleges, "after placing the tube into the patient the balloon deinflated". Alleged malfunction reported during use. No report of harm or injury to the patient. Patient condition reported as "fine".